Event description:
It was reported that the ventilator began a series of resets with an audible alarm. The patient was placed on a back-up ventilator with no patient harm. The patient's family plugged the ventilator into ac power with no change. They were unable to turn the ventilator off using the on/standby button.